Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
When did it occur? Before use. Needle injury: no. Other treatment: no. Were the returned items used? Yes. If used, was anything adhered to it? Insulin. Returned quantity: 1. Details of the event (timeline, history, etc.): when a patient wanted to use it, the solution did not come out. Batch # unknown.